Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. No battery out limit alarm or low battery alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube lip.